Event description:
It was reported that the device was explanted and replaced prophylactically as it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action issued on (B)(6) 2022, which applies to a subset of devices distributed and implanted outside of the united states. The patient was in stable condition.

Manufacturer narrative:
The device was returned for analysis and field complaint of no ventricular output was confirmed. The pacer was received with battery voltage above elective replacement indicator (eri). Electrical and mechanical analysis performed, indicated no output on ventricular channel due to no weld on ventricular tip. Visual inspection shows the missing weld on ventricular tip. Device image shows autocapture on. When automatic settings are programed, such as autocapture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity. Performed DHR review to ensure that each manufacturing and inspection operation was performed. The product passed all quality control tests prior to its distribution.

Event description:
Related manufacturer report number: 2017865-2022-39360. During follow-up, increased pacing impedance, loss of capture, and loss of sensing were observed on the right ventricular (rv) lead. During revision, insulation damage was observed on the rv lead. The rv lead was repaired during the surgery to resolve the event. It was also reported that the device was explanted and replaced prophylactically as it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action issued on 20 july 2022, which applies to a subset of devices distributed and implanted outside of the united states. The loss of capture was suspected to be due to the rv lead by the physician, however, laboratory analysis revealed no out put was attributed to the device.